Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. During the initial implant procedure the proximal extension was placed low in the aorta. On (B)(6) 2017 the patient came in emergently to the emergency room with abdominal pain. Computed tomography (CT) showed type 3b endoleak coming from the distal aorta new the bifurcation. The physician elected to reline the initial stents and implanted an additional bifurcated stent as well as a suprarenal aortic extension to seal the leak. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
Based on the information available the root cause of the reported event is unknown. Devices remain implanted in the patient and were not returned, therefore no device evaluation was completed. Clinical review found evidence to reasonably suggest the following contributing factors to the reported event: off label usage, 34mm cuff in 25mm main body, over dilation at implant due to the 20% dilation of the main body, and urinary tract infection most likely due to procedural foley catheterization. The manufacturing lot evaluation confirmed all devices met specifications prior to release.